Event description:
Unable to transfer blood from collection chamber to reinfusion bag. Contact had no additional information. Just calling to report incidents (2 each) and arrange for replacement of products from same lot on their shelves.